Event description:
It is reported by the customer that she received a no delivery alarm on their insulin pump. Patients blood glucose level at the time was 318mg/dl. We explained the alarm and possible causes. The pump is being returned. No further information available.

Manufacturer narrative:
Insulin pump alarmed an unexpected alarm after battery change due broken connector solder joint on interface board. No other alarms noted during testing. The blood glucose meter communicated properly with insulin pump. Insulin pump was received with minor scratches on display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.